Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. Pt found fluid inside the cassette door while removing the cassette. Pt had no adverse effects. Pt's effluent has remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.